Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation of the right ventricular (rv) lead and pericardial effusion. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.